Event description:
It was reported to ventec by an authorized third party service provider (asp) that the device was displaying a "patient circuit disconnect" alarm. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of displaying a patient circuit disconnect alarm was confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ift. H3 other text : serviced by asp.